Manufacturer narrative:
Sections with additional information as of 10-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for lo and high blood glucose test results, and error messages (e-3 and e-5). The customer is concerned with test results from results obtained of lo and 132 mg/dl. The customer¿s expected am fasting blood glucose test result is less than 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2023 and open vial date is (B)(6) 2022. Customer provided one test result from her notes: 132 mg/dl fasting am, unknown date. The meter memory was reviewed for previous test result history: result 1: lo date: (B)(6) 2022, time: 11:00 am fasting. Result 2: 101 mg/dl date: (B)(6) 2022, time: 10:37 am fasting. Result 3: 96 mg/dl date: (B)(6) 2022, time: 8:35 am fasting. Result 4: 112 mg/dl date: (B)(6) 2022, time: 7:51 am fasting. Result 5: 97 mg/dl date: (B)(6) 2022, time: 6:55 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter: e-2. Defect associated with scar(B)(4). No defect found on returned test strips. Root cause: (B)(4), other root cause: root cause under investigation per scar(B)(4) for the e-0/e-2 scenarios. Note: manufacturer contacted customer in a follow-up call on 17-nov-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.